Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a male patient underwent a trans-aortic tavr procedure via right anterior mini thoracotomy using the true dilatation catheter. A boston scientific safari2 extra small 275cm balloon catheter was used to fracture an old bioprosthetic aortic valve implanted approximately 8 years prior. During inflation of the balloon within the aortic valve, it appeared to not inflate fully. Upon deflation and removal, it was noted that approximately 20¿30ml of contrast was unaccounted. Upon external inspection of the balloon, a hole was observed, and contrast was seen squirting out when inflated outside the body, confirming a device leak. The gradient across the valve was low, and no further intervention was deemed necessary.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a male patient underwent a trans-aortic tavr procedure via right anterior mini thoracotomy using the true dilatation catheter. A boston scientific safari2 extra small 275cm balloon catheter was used to fracture an old bioprosthetic aortic valve implanted approximately 8 years prior. During inflation of the balloon within the aortic valve, it appeared to not inflate fully. Upon deflation and removal, it was noted that approximately 20¿30ml of contrast was unaccounted. Upon external inspection of the balloon, a hole was observed, and contrast was seen squirting out when inflated outside the body, confirming a device leak. The gradient across the valve was low, and no further intervention was deemed necessary.